Event description:
During the device deployment, the curves in the aorta appeared to push the main body graft upward, resulting in the limbs of the graft landing at an unexpected location. Difficulty was experienced during cannulation of the contralateral limb, due to the angulation of the aorta and iliac arteries. A complete deployment of the main body, followed by deployment of the ipsilateral limb was performed. Before deploying the ipsilateral leg graft, a measuring catheter was advanced into the graft in order to determine if the length of the iliac leg was sufficient. Length was determined to be adequate by the physician, but upon deploying the graft, the distal landing zone of the graft was noted at the beginning of the common iliac artery. An iliac leg extension was then deployed to extend the graft further into the common iliac artery. Based upon the insufficient length of the ipsilateral iliac leg graft, a 12 millimeter leg graft was deployed in the contralateral limb of the main body prior to deployment of the selected contralateral iliac leg graft. Post angiogram noted a successful aaa repair with sufficient purchase into the common iliac artery to provide stability of the graft. No endoleaks were viewed during the completion angiogram.